Event description:
It was reported that the pump did not register input on touchscreen, specifically in the corner. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.